Event description:
The introducer sheared off upon attempted removal following a femoral artery angiogram. A small fragment of the introducer remained in the pt. The pt was sent to the o.r. To have the introducer fragment removed, via cut-down. The pt was released to go home the same day, with no sequelae.